Event description:
The patient came in with endotrachelous aneurysm. The tumor size was 4.5 x 4. The orbit could not be advanced at the half way into the microcatheter. As it was being withdrawn, it was found the length was only 1 cm; it was different from 3mm x 6cm. The coil was changed 3 x 6 orbit to complete the procedure. Additional information received from the affiliate indicated that the coil got stuck halfway through the microcatheter during advancement. It was confirmed that the right coil was used and the label was correct (3mm x 6cm). The coil broke during withdrawal and did not separate. Only part of the coil was successfully withdrawn. The coil did not stretch or prematurely detached. The microcatheter used was echelon 10. An adequate continuous flush was maintained through the microcatheter and the procedure was completed with no patient injury reported.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and there were found several kinks. The introducer was zipped and no damage was noted. Part of the support coil was received outside of the proximal edge of the introducer and was found without damage. The gripper and embolic coil were received inside of the introducer; the gripper was received without damage while the embolic coil was received stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The gripper and embolic coil were inspected under microscope; the gripper was found without damage and the embolic coil was found stretched. There was confirmed that the coil was complete. The functional test could not be performed due to the part of the support coil received outside the proximal edge of the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "impeded-in microcatheter" could not be completely evaluated, "separated-in patient" was not confirmed. The damage and the failure experienced by the customer could not be conclusively determined. Additionally, inspections are in place as per 637mi021 rev. 26 (orbit dcs) that prevent these kinds of damages leaving from the facility. The found damage origin cannot be determined; therefore no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
During treatment of a 4.5x4 endotracheal aneurysm the 3x6 orbit mini complex fill could not advance past the halfway point of the eschelon 10 microcatheter. It was withdrawn; however, there was only 1 cm of the coil attached to the delivery wire. It was reported that the coil was the correct size; the coil broke during withdrawal. It was further reported that the coil did not stretch and did not prematurely detach. There are no further details regarding the broken distal end of the coil. With follow-up investigation it was reported that there was no effort to snare the coil and that it is not known what happed to the other part of the coil or whether the coil broke in two pieces. However, it was reported that the procedure was completed and there was no patient injury. An adequate continuous flush was maintained through the microcatheter. No further information is available. A non-sterile 3x6 orbit mini complex fill coil system was received coiled inside of plastic bag. The hypotube was inspected and several "kinds" were found. The introducer was zipped and no damage was noted. Part of the support coil was received outside of the proximal edge of the introducer and was found without damage. The gripper and embolic coil were received inside of the introducer; the gripper was received without damage while the embolic coil was received stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The gripper and embolic coil were inspected under microscope; the gripper was found without damage and the embolic coil was found stretched. It was confirmed that the coil was complete. The functional test could not be performed due to the part of the support coil received outside the proximal edge of the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance the coil through the eschelon microcatheter could not be evaluated with functional testing due to the returned condition of the coil system. The reported coil separation was not confirmed; the returned coil was complete with any part of the device missing or separated. The coil was noted to be stretched. It is noted that it was reported that the coil was not stretched after removal. Based on the review of the limited information and without the return of the concomitant microcatheter the cause and timing of the damages found on the returned device and the reported event, which was not confirmed, could not be conclusively determined. Additionally, inspections are in place to prevent these types of damages from leaving the facility. It is possible that procedural factors and the concomitant device contributed to the event; however, no conclusion can be made. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.